Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with gastrointestinal bleeding. The patient was found to be hypercapneic and was intubated. The patient was placed on dobutamine for right ventricular support and was physically very deconditioned. It was noted that the patient was unable to be extubated for any significant period of time. A percutaneous endoscopic gastrostomy and tracheostomy were planned but the patient became bacteremic. The patient went into acute renal failure and multi-organ dysfunction syndrome (mods). The family decided to withdraw care and the patient passed away. The device reportedly operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was noted that the patient¿s outcome was not considered to be device or therapy related. The device reportedly operated as expected. The account indicated that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, ¿introduction¿, lists multiple types of organ failure/dysfunction (including respiratory failure, right heart failure, and renal dysfunction), bleeding, infection, and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, "patient care and management", provides instructions related to caring for and controlling infection. Additionally, several sections of this handbook provide care instructions in regard to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.